Event description:
It was reported that the patient with this neurostimulator was experiencing a urinary tract infection (uti) and asked if the device could be the cause. In addition, the patient feels as if their device is sticking out a bit but is relating that to frequent falls and bumps that may be causing it. The patient's uti is not being treated, and the stimulation was not changed during the call, however the patient was advised to contact a doctor. There were no additional patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was experiencing a urinary tract infection (uti) and asked if the device could be the cause. In addition, the patient feels as if their device is sticking out a bit but is relating that to frequent falls and bumps that may be causing it. The patient's uti is not being treated, and the stimulation was not changed during the call, however the patient was advised to contact a doctor. There were no additional patient complications.